Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The ipg was replaced with a non rechargeable battery and the patient was doing well post-operatively. The explanted ipg was not returned to bsn.